Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: (company representative should be deselected from the initial medwatch) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is determined that the foreign material was part of biopsy port. It is likely that the round hole in the biopsy port was damaged by some factor when the endo therapy accessory was being inserted, and part of the biopsy port fell into the biopsy channel and was pushed out from the tip. The event can be inspected by following the instructions for use for sif-h290s "chapter 3 preparation and inspection, section 3.4 inspection of accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the small intestinal videoscope had foreign material exiting from the channel (including the auxiliary water channel). The issue occurred during a stent placement therapeutic procedure. The procedure was completed without changing the device. There was no harm to patient associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.